Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was eletrocuted by the fence of his goat pens; the patient immediately experienced fatigue. On (B)(6) 2008 the patient continued to feel symptomatic, suffered a heart attack and deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.